Event description:
The customer reported that the system continued to beep like it was fluoroing. This is consistent with a system lockup. There was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.